Manufacturer narrative:
Concomitant medical products: product ID 8781, serial#:(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 11-may-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000mcg/ml at 315 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that during a normal pump replacement related to end of service  (eos), it was discovered that there was no flow from the catheter. They tried to aspirate the catheter unsuccessfully. The catheter was replaced. The issue was resolved, the patient  status at time of the report was alive no injury.